Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: analysis of the returned device identified: white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and posterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.